Manufacturer narrative:
Concomitant medical products: 8042b crtp, implanted: (B)(6) 2009. Mcs-p3-29-aoa-us transcatheter valve, implanted: (B)(6) 2014.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high impedance, no capture, and was fractured. The lv lead was inactivated. The patient is a participant in the (B)(4) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.